Manufacturer narrative:
Pump serial number (B)(4) was evaluated by walkmed infusion's authorized service center (asc). The asc observed the device in question allowed fluid to flow freely when the door was opened. The asc observed the plastic surrounding the mechanical clamp arm was broken. The front panel was replaced and the device met all of walkmed infusion's specifications.

Event description:
The device in question was observed to allow fluid to flow freely. There were no reported injuries.